Event description:
It was reported, the visera elite xenon light source was not igniting. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection and customer allegation was confirmed. Based on the investigation results, it is likely that the xenon lamp does not ignite due to a failure in the converter unit (power supply), and the spare lamp does not light up. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.